Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During evaluation, it was confirmed that the device was not performing to specification and there was a flowmeter fault. Flowmeter was replaced. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate was low. When checked using the circulation confirmation line and the line was lifted upward, the flow rate dropped to nearly 0 l/min in an arctic sun device. Per review of wo on 10jun2025, there was no patient involvement. Per follow up information received via mail on 10jun2025, the device would be sent to imi. Issue has not been resolved yet.

Event description:
It was reported that the flow rate was low. When checked using the circulation confirmation line and the line was lifted upward, the flow rate dropped to nearly 0 l/min in an arctic sun device. Per review of wo on 10jun2025, there was no patient involvement. Per follow up information received via mail on 10jun2025, the device would be sent to imi. Issue has not been resolved yet.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.